Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
A healthcare professional reported rupture of the right side. The device has been explanted.

Manufacturer narrative:
Device photo analysis: device photograph(s) for the device related to the reported event of rupture was reviewed on jun 14, 22. Visual analysis of the photographs identified: broken shell. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.

Event description:
A healthcare professional reported rupture of the right side. The device has been explanted.